Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: describe the type of strange matter that was observed. What did the foreign material look like? We do not use the product, when opening we see strange color, different from usual. What was the texture? Are there any photos of the foreign material available? See annex. Is it possible that the foreign material fell into the packaging when opening the device? No. Was the product seal on the sheet still intact when the package was opened? Yes. Will the device be returned for evaluation? If yes, please return all relevant packaging material. The company responsible has already removed the glue. Was the procedure completed without any adverse effects for the patient? We do not use glue. Provide the source or the name and title of the external person providing responses to the follow-up: nurse bc. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the clr602 device was returned. In addition, the packaging opened was returned along with the instrument. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule was broken. This evidences that the pen device was broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the device, the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a topical skin adhesive was used. During the procedure, when the product was opened for use, it was observed that the liquid content of the applicator had a green coloration, which was not normal, and it had a thick consistency as if it were expired or unsuitable for use. The product was within its expiration date and was stored according to the manufacturer¿s instructions. The adhesive itself was in perfect condition, but the applicator could not be used. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please elaborate on the quality issue experienced with the product please clarify what you mean by "damaged"? Were there any issues with the applicator? Or was the issue in regards to the adhesive itself? The product was within its expiration date and was stored according to the manufacturer¿s instructions. When we opened it for use during surgery, we observed that the liquid content of the applicator had a green coloration, which is not normal, and it had a thick consistency as if it were expired or unsuitable for use. The adhesive itself was in perfect condition, but the applicator could not be used; therefore, we described it as damaged. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.